Manufacturer narrative:
Additional information:the reported event of a charge time-out was confirmed. Bench testing was performed and the device¿s high voltage charging timed out during capacitor maintenance charge attempts. The charge timeouts were isolated to the high voltage (hv) capacitors. The hv capacitors were analyzed by their manufacturer and an internal anomaly was present inside both capacitors that was the cause of the charge timeouts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device capacitor charge time-out limit was reached and a vibratory alert was delivered. Device replacement is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was at elective replacement indicator (eri). The device was explanted and replaced and the patient was stable with no consequences.